Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
An implant card received on (B)(6) 2013 indicated that this vns patient underwent full revision on (B)(6) 2012 due to battery depletion and high impedance. It was previously reported that the patient would be referred for generator revision due to end of service. Attempts for additional information have been unsuccessful. Review of in-house programming history shows that diagnostic history available is within normal limits. An in-house battery life calculation showed 5.81 years remaining.